Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that their handheld would not turn on. She leaves it plugged into the charge and the power light will turn from orange to green, but it will not power on when she tries to turn it on. New handheld was shipped to the site. Good faith attempts to obtain old handheld back from product analysis has been unsuccessful.